Event description:
History of augmentation mammoplasty 1983 with meme implants. 07/23/1998 removal of bilateral ruptured silicone breast implants with sections of fibrous membranes in which there are silicone granulomas and some chronic inflammation.